Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: brand of implants has been recalled, acutely inflamed specimen" and implant fluid.

Event description:
Patient reported for right side "doctor who drained them is 99% sure that the patient has breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "brand of implants has been recalled". No histopathological markers reported. The device remains implanted. Patient reported "right breast pericapsular: acutely inflamed specimen" and implant fluid.